Manufacturer narrative:
This report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device accompanied by vertigo and nausea; however, the issue could not be resolved. The device was explanted on (B)(6) 2012. There are no plans to reimplant as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.